Event description:
It was reported that the patient received two inappropriate shocks due to oversensing of noise with decreased sensing. The field representative noted that the sensing appeared flat. The patient has no sternal wires and good measurements. Boston scientific technical services (ts) was contacted and discussed possible causes including air entrapment. Ts further suggested an x-ray. The physician agreed that this could be related to air entrapment and had the subcutaneous implantable cardioverter defibrillator (s-ICD) programmed off for three weeks. The patient was brought in three weeks later where the set up was re-initiated and no noise was observed. Sensing was also good. The s-ICD was turned back on and no additional adverse patient effects were reported.